Manufacturer narrative:
Concomitant products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type pump; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
A representative reported that, during a normal pump replacement procedure, the patient¿s actual residual volume (30 ml) exceeded the expected residual volume (15 ml). Interrogation of the pump revealed no motor stalls. The patient was also noted to have had a catheter problem. They were not getting any therapy. They further stated the catheter ¿definitely was nonfunctioning¿. The entire catheter was noted to have been replaced as well. During the replacement surgery, it was noted that the healthcare provider could not aspirate at any location down the length of the catheter. The medication used within the system was gablofen. The patient experienced increases in spasticity for several months. The catheter issue was clarified to be "no csf flow". They checked the catheter while it was connected to the pump, at the connector site, and at the spine level. There was no flow in all areas. The entire catheter was replaced. A small piece was left inside because they were unable to retrieve it. The catheter was put ¿up to high thoracic¿. It was not known if the patient was receiving effective therapy.